Event description:
It was reported that the pump would not charge despite attempting different cables and power sources. The customer's blood glucose level was reported to be elevated; however, the customer did not attribute the elevated blood glucose level to the charging issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.